Manufacturer narrative:
The reported suctionaid tracheostomy 9.0mm soft seal cuff was returned for investigation. The returned device was received in used conditions and without original packaging. The returned device had a visual inspection at a distance of 12" to 24" and normal conditions of illumination. No holes were detected in the cuff. Functional testing was performed on the device with a syringe to inflate the cuff of the device and submerged under water, in order to verify for leaks. The results showed leakage was detected; bubbles were formed. The complaint was confirmed.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress.

Event description:
A report was received stating the listed tracheostomy tube was checked for leaks prior to use with no leaks observed. After an unknown amount of time in use, the device was reportedly found leaking at the cuff. No permanent adverse effects to patient reported.